Manufacturer narrative:
(B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. General failure: the system was inaccurate on images sent from orbic 3d c-arm re-calibrated the c-arm then re-calibrated the navigation system. System performed as intended. Issue resolved. (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Investigation proved to be inconclusive as patient logs did not contain inaccuracy.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged an inaccuracy, 3 millimeters inferior, within synergy spine 2.1.0. The site was using a c-arm. Surgeon noted the inaccuracy directly after the exam was transferred to the navigation system and chose to continue to use the exam and navigation for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.